Event description:
On 07/30/2009, the patient reported that in 2009, his blood glucose elevated to over 600 mg/dl and he bolused 25 units of insulin through the infusion device. He ate dinner and took a walk, and his blood glucose was still elevated to over 600 mg/dl and he bolused 25 units of insulin. Thirty minutes later his blood glucose had not decreased and he bolused another 25 units of insulin. Thirty minutes later, his blood glucose had not decreased and he removed the insulin cartridge from the infusion device and 75 units of insulin spilled out of the cartridge compartment. The plunger of the insulin cartridge was not stuck to the piston rod of the infusion device. He dried the cartridge compartment and inserted a new insulin cartridge and bolused to lower his blood glucose. He stated that the adapter had never been changed and it appeared insulin was leaking from the o-ring. In the next day, he noticed the infusion device was making a "funny" noise while retracting the piston rod during the change cartridge procedure. While at a doctors appointment at about 2 days later, his nurse advised him to allow the infusion device to air dry for 24 hours. After 24 hours the infusion device continued to make an abnormal noise. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device and adapter were requested to be returned for evaluation.